Event description:
A patient reported they were charging their implantable neurostimulator too frequently. They thought they might need a new implant battery. According to the patient, the implant battery is not keeping a charge like it used to; it used to last for about a week but only lasts for a day and half to two days now. During the report, the implantable neurostimulator (ins) was 100% full. The patient stated they were in a motor vehicle accident, however, it was unclear when it occurred. The patient also reported a fall in 2015 and then a back surgery on (B)(6) 2015. The ins is indicated for radicular pain syndrome/spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.